Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen would freeze and flicker when the camera was moved into a straight position. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on december 30, 2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton the customer was advised to replace their glidescope avl video baton 3-4. The customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, seven (7) years and four (4) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.